Event description:
(B)(4).

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral battery at the resmed design house located in (B)(4). The reported system fault 180 was confirmed. The investigation determined that the battery fault was due to an isolated component failure within the battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was evaluated by resmed technical service. Review of the downloaded device log showed that an sf180 error message occurred. The device was returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).